Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/21/2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prosthesis and experienced bilateral baker¿s grade IV capsular contracture post procedure. Additionally, left sided deflation was noted. As a result, an explant was performed on (B)(6) 2019. See 1645337-2019-10419 for contralateral prosthesis report.